Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device did not have a white end so the device could not be deployed. A second proglide device was used and the device had blue at the end of the white section and the device could not be deployed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that arteriotomy closure of the right common femoral artery was attempted using proglide device with a 5f sheath after a diagnostic renal angiogram. A non-abbott device was used to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the proglide device was not returned. A suture measuring approximately 19.5 inches was returned. The reported event of the device operating differently than expected was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.